Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with complaints of his heart racing for short periods. Upon interrogation it was noted that the atrial lead exhibited noise causing multiple episodes of mode switch and high ventricular rate. The noise was also reproducible with movement of the patient's arm. The atrial lead sensitivity was reprogrammed and the lead was to be monitored for any recurrence.

Event description:
New information received stated that on (B)(6) 2019, the atrial lead was capped and replaced. There were no patient issues pre or post lead revision procedure.